Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that during a rescue attempt the AED canceled the shock six times in total. It was reported that the patient was not resuscitated.